Manufacturer narrative:
No serial number or lot number was provided as to the unit that was used. Without this information it is not possible to determine the UDI or manufacture date. Model 875 (operators manual) includes the following warnings: do not warm patients with the warming unit's hose alone. Always connect the hose to a bair paws warming gown before providing patient warming. Do not allow the patient to lie on the warming unit hose or allow the hose to contact the patient's skin during patient warming. The customer did not want to openly discuss this incident and advised company representative this was being handled by the hospital at a corporate level because they misused the product. Therefore, no additional information applicable to the degree of injury relating to the patient could be obtained. The product has also undergone a brand name change. The brand name is now 3m¿ bair hugger¿ and former brand name was 3m¿ bair paws¿. Without the s/n and lot number the official brand name could not be confirmed. End of report.

Event description:
A company representative reported a customer used a 3m¿ bair paws¿ warming gown with a 3m¿ bair paws¿ patient adjustable warming unit to warm a patient (age and gender not specified) in recovery on (B)(6) 2017. The customer alleged that they did not connect the warming unit hose to the gown, which resulted in the patient being burned. Degree and location of burn was not specified. The company representative visited the hospital on january 28 and 29, 2018 to provide safety training and an in-service regarding proper use of the 3m products . No additional information regarding patient's medical treatment has been provided after multiple attempts.